Manufacturer narrative:
Citation: nara, y. Md et al. Incidence, predictors, and midterm clinical outcomes of myocardial injury after transcatheter aortic-valve implantation. Int'l health journal assoc. 2018. Nov 2018, 59: 1296-1302 doi 10.15 36/ihj.17-645. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding incidents, predictors and outcomes of myocardial infarct after the im plant of a transcatheter bioprosthetic aortic valve (tav). All data were retrospectively collected from a single center between october 2013 and july 2016. The study population included 130 patients, eighteen of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic balloon expandable tav. Serial numbers were not provided. The study population was predominantly female; mean age 85 ± 6 years. A myocardial infarct was defined as a troponin = 1.5 ng/ml within 48 hours. Among all patients adverse events included: myocardial infarct, cerebral vascular accident (cva), permanent pacemaker implant, and coronary occlusion. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.